Event description:
It was reported the insulin pump had alarmed button error and up arrow button on the device is unresponsive. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to moisture keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, scratches on the reservoir tube window, and cracked reservoir tube lip.